Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The information provided indicated the consumer reported the tampons fell apart leaving pieces inside which caused buildup of bacteria. She experienced pain and vaginal irritation and went to the doctor. She was diagnosed with infection and prescribed medication.